Event description:
Customer reported that the pt was receiving a cardizem continuous infusion. "A new bag of 250 ml was hung at 0630. At 1130 rn noticed the tubing had a 'ballooning' of tubing in the pump (silicone segment). The nurse said the pump did not alarm". There was no adverse effect on the pt. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.